Manufacturer narrative:
Conclusion: after investigation at medtronic and its supplier, the complaint of the metal tip being separated from the cannula body was confirmed. Additional evaluation did not note the appearance of any type of ultra-violet (uv) solvent residue on the metal tip or the inside of the adapter. Medtronic will continue to monitor for future occurrences and trends. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed the metal tip was separated from the device. Medtronic's investigation is in progress.

Event description:
Medtronic received information that during de-cannulation, the metal tip separated from the body of this cannula. There were no adverse patient effects as a result of this product issue.